Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was experiencing a return of symptoms. They stated that about since (B)(6) 2021, and over the past few nights, they noticed they had been experiencing more frequency between 5-11pm. They stated sometimes they would urinate and they would leak. They were warned by their healthcare provider to stay below 6.0 volts to help their ins's battery longevity. They were currently on program 4at "level 6." They had spoken with their healthcare provider, who recommended sitting down while voiding because it could open up their bladder muscles wider. The patient expressed concern about checking their ins battery. Therapy expectations, external device usage, and how to check devices' power levels via the my therapy application were reviewed. While in their my therapy application, the patient stated they saw a scr een saying their battery life was 50%. They saw their communicator battery was 80%, handset battery was 87%, and their ins battery was "ok". They increased stimulation and confirmed they were feeling a comfortable fluttering in their bicycle seat area. The patient was encouraged to keep a voiding diary, and were redirected to their healthcare provider to have an estimate of their ins battery completed, and to further discuss stimulation adjustment settings. They stated they had an upcoming healthcare provider appointment for (B)(6) 2022. Additional information was received from the patient. They called back and repeated symptom information previously reported. They said their healthcare provider's office changed their office appointment to a virtual appointment. The patient said the manufacturer could check the ins battery level. Information was reviewed, and the patient was redirected to call their healthcare provider's office to schedule an appointment with a manufacturer representative at the office to check their ins battery status. The patient called back the following day and repeated information previously reported. They reported the last couple of nights (the patient clarified tuesday and wednesday night), they had "frequency urination." They stated this was very strong at mid-morning and mid-afternoon. They talked to someone who worked for their doctor's office regarding this to inquire if they had a device to check the life of their battery, and stated their doctor's office said they did not have a device to do this. The patient stated their healthcare provider had informed them their symptoms may be a "hormonal thing" because it had "happened before." The patient discussed their symptoms. They stated again that their healthcare provider changed their appointment this past monday to a virtual appointment. They did not have another appointment scheduled until the end of april. The process to coordinate an appointment with a manufacturer representative was reviewed, and the patient was redirected to their healthcare provider to coordinate an appointment to check the ins battery. They were also provided with the national answering service (nas) phone number for their healthcare provider if needed.

Event description:
Additional information was received from the patient. There is no device concern, the cause of the intermittent therapeutic effect was unknown. They changed the device settings to a higher level, but were unsure whether the issues were resolved. On (B)(6) the patient reported that on (B)(6) the device program was changed. The device is still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.